Event description:
It was reported the v60 has screen issues. It is unknown at this time, if in clinical use at time of discovery. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the service proposal and no work order was generated. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.